Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys rubella igg immunoassay result for one patient sample. On (B)(6) 2017, the result was 13.16 ui/ml(positive) and was reported outside of the laboratory. On (B)(6) 2017, the same sample was repeated with a new lot of reagent (267421) and the result was 8.23 ui/ml (negative). There was no allegation of an adverse event. The customer used a cobas 6000 e 601 module. The serial number was requested but was not provided.

Manufacturer narrative:
The reagent lot used at the time of the event was 267449. (B)(4). The investigation determined both rubella igg reagent lots performed within specification and the lot-to-lot variability was acceptable. A general reagent issue was not confirmed. The investigation was unable to find a definitive root cause.